Event description:
It was reported that the customer was playing baseball and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.